Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 4 on the home choice (hc). The home patient (hp) forgot to close the spare supply line clamp in the set up causing the system error 2240. The technical service representative (tsr) explained the system error 2240 and assisted to clear the alarm. The hp disconnected and removed the cassette and bags. The hp was not going to do further therapy that night. The tsr referred the hp to the on call nurse for further medical instructions. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 was confirmed and the root cause was determined to be use error, due to an open clamp. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.